Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a ps insert from a 3x16 to a 3x19 due to patient stiffness/instability. He removed many bone spurs. Original surgery was (B)(6) 2012.